Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost the transmitter charger and reported a low blood glucose of 37 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of the low blood glucose. Troubleshooting was declined for the low blood glucose.